Event description:
It was reported after .45cc of onyx 18 injection through ultraflow catheter. It was not possible to see clearly the onyx cast exit at tip of the catheter. No complications were reported to have occurred with the pt as a result of this event.